Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported sudden painful stimulation and that they typically slept on their left side and for the past two night, when they turned onto their left side they heard a buzzing sound and that it felt like patient was being electrocuted. Patient further started that when they turned onto their back, the buzzing and painful stimulation stopped. It was confirmed that the therapy was on and patient was currently on program 4. No further complications were noted or anticipated